Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The probe was broken off at 13 mm from the distal end. The fragment was not returned. There was scratch on the probe. The fracture surface of the probe showed that crack developed from the scratch. The tissue pad had a mark contacted with hard objects. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the probe was cracked when the user activated output while the subject device was grasping a hard object, besides the probe was broken off when the probe was subjected to a load. The above device handling has warned in the instruction manual as follows. Do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities.

Event description:
During a laparoscopic myomectomy, the subject device was used. Probe damage error occurred. It was reported that the probe was broken but there were no fallen fragments. It was also reported that the tissue pad was damaged but there were no fallen fragments. The intended procedure was completed with another device. There was no patient injury reported. On june 19, 2020, olympus medical systems corp. (Omsc) found that the probe was broken off. This is the report regarding the breakage of the probe.